Event description:
Customer claims that the motion detector does not send the remote signal to the receiver. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Product has been requested to be returned for eval and not received. (B) (4).